Event description:
The patient reported through social media, she had an icl implantable collamer lens implanted in right eye (od). At one week post-op, the patient reported was experiencing halos at night. At three week post-op, was experiencing pain and bad migraines. The intraocular pressure (iop) was found to be 58mmhg and patient was prescribed lumigan, combigan, steroid drops and oral diuretic. The combigan was discontinued due to patient had bad reaction. The steroid drops were also discontinued. At four weeks post-op, the iop was 11mmhg and patient was taking one drop of lumigan and one diuretic a day. There were no more migraines and halos had improved. At seven months post-op, there were no halos or iop problems. Patients vision was 20/20. The lens remained implanted.

Manufacturer narrative:
A2: unk, a4: unk, a5: unk, a6: unk, b3: unk, d4: expiration date unk, d6a: unk, d6b: na, e3: unk, h4: unk. H6: health effect impact code - medication required: 4644 - lumigan, combigan, steroid drops, oral diuretic. Claim # (B)(4).